Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a supplemental report will be submitted.

Event description:
Medtronic received a report where it was alleged that the tube developed a leak during patient use. It was reported that pre-testing was performed and no issues were identified. The information provided that extubation / reintubation of a replacement tube was performed. The patient is currently stable after the intubation. Follow up efforts are being made to gather additional information related to the reported event.